Event description:
The patient was receiving a lipid infusion over 20 hours and tpn (total parenteral nutrition) over 24 hours at 12.5 ml per hour through a right jugular broviac line. The report suggests that the 300ml of tpn infused in 3 hours instead of the prescribed 24 hours. The report suggests that the patient experienced fluid overload and became tachycardiac and tachypneic. Tpn was stopped and the patient was given 4 mg of lasix intravenously as well as 5% dextrose and 0.45% normal saline with 20 mmol potassium chloride.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Physical inspection of the device noted the door latch pivot screw was loose causing the sears to intermittently engage with the air-in-line sensor housing preventing the closing of the door. Analysis of the pcu event log shows that the infusion (tpn) was started on (B)(6) 2015 17:27 on pump module s/n (B)(4) at a rate of 16.7ml/h and with a vtbi of 300.0ml, and was stopped 3 hours and 45 minutes later at 21:13 having infused 56.5ml. The user has stated that the 300ml of tpn infusion went through in 3 hours instead of the prescribed 24 hours. Rate accuracy testing was performed and the device was within specification. Although the pivot screw was found to be loose, the root cause of the reported event was not identified because the screw did not interfere with closing the door during functional testing.